Event description:
It was reported that when inserting the transray plus 40cc balloon catheter into the patient, the sheath only went in partway. The balloon was then inserted, but it also only went in partway, so insertion was abandoned. A second attempt with a different balloon resulted in successful placement. The cause of the first failure is suspected to be aortic curvature and severe calcification. The removed balloon was discarded on-site because the patient had an infection. No harm to the patient was reported.

Manufacturer narrative:
E1 - event site name: (B)(6) medical center.e1 - event site postal code: .(B)(6).the serial number for the medical device referred to in this medical device report has not been received.upon completion of the investigation into this event a follow up report will be submitted.